Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the mayfield 2 lock having up and down movement and was difficult to lock when under pressure. No other issues observed. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The returned unit did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp would not lock. There was no known patient involvement, injury or delay in surgery.